Event description:
Senseonics was made aware of an incident where user reported experiencing a high glucose event. The following example was provided: on (B)(6) 2025 at 7:45 pm pt / sensor glucose (sg): out of range low; blood glucose (bg): 309 mg/dl. A review of the data management system (dms) confirmed the following at the time of the event: on (B)(6) 2025 at 7:41 pm pt / sg: out of range low; bg: 309 mg/dl. Dms review confirmed that the user did not receive a high glucose alert at the time of the event because the sg value did not exceed the configured high alert threshold. The user did not seek medical treatment and resolved the event by administering insulin. The user's healthcare provider (hcp) was not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. Per dms review, the user is currently using the system with up-to-date information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.